Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the loading sequence. The customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 550 mg/dl to "high". The customer was treated with intravenous fluids of saline and insulin to address their bg. The customer was released the same day with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.